Event description:
It was reported to boston scientific corporation that a hair was found inside the advantage sling package, when it was opened in preparation for the procedure. The procedure was completed using a different advantage sling, with no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The tray which reportedly contained the hair was not returned with the product. A device history review review of this lot was performed by medventure. There were no deviations or material review boards noted and all other acceptance records demonstrate that the device was manufactured in accordance with the device master record. Medventure references various preventive measures taken to prevent the contamination of product with foreign matter, including documented procedures for cleanroom gowning, manufacturing and packaging. Medventure also notes that all trays are staged under an ionizer to eliminate any static charge that might attract particulate matter.